Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to a pocket erosion and infection. Reportedly, the patient had a frequent infection due to atopic dermatitis and the s-ICD was exposed due to this incident. There was no additional adverse patient effects were reported. This s-ICD was explanted.